Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had to go to the hospital due to a pod not giving her insulin resulting in her blood glucose (bg) reaching 401 mg/dl and her ketones were going up (3.0). This pod was worn for 10 hours on her lower back. She reported that she felt nauseous and she stated everything felt weird. They treated her ketones with an intravenous therapy of fluids at the hospital. She drank water to treat the high bg (blood glucose). Customer no longer has this pod. The patient's blood glucose and insulin history is as follows: (B)(6).